Manufacturer narrative:
A ge representative evaluated the system and adjusted the iris potentiometer. The system operates as intended.

Event description:
The customer reported the system displayed a collimator iris potentiometer error, which would cause the system to shut down. No pt injury was reported.